Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to correct and clarify information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g2 of the initial medwatch report: user facility and health professional should not have been selected. Additional information obtained identifies the device was reprocessed per olympus instructions for use (IFU) before it was sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the scope cover packing. However, the foreign material could not be identified so, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: the subject device was returned to an olympus service center for annual inspection with no alleged complaint. The subject device is not an olympus asset, as was previously reported in the initial medwatch report.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had residual liquid. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that due to wear of the scope cover packing, water tightness was lost, the switch box had a scratch, the air/water cylinder and the suction cylinder had no color, the light guide lens had a crack, the distal end was shaved and had a residual liquid, as part of the annual inspection, multiples parts will be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.